Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Leaving the complaint open to await the return of the electrode belt.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in the hospital with nurses and doctors present at the time of passing. Per review of the patient's continuous ECG recordings, the patient was in sinus rhythm at 70 degrading to vt at 200 bpm with motion artifact slowing to vt at 150 bpm from approximately 09:59:03 am until the device shutdown at 10:03:43am on (B)(6) 2019. The patient was in vt for approximately 4 minutes 43 seconds. Motion artifact obscured the rhythm, preventing a treatment from being delivered. The device was restarted at 10:04:30 am. The patient's continuous ECG recordings show that the patient was in vt at 130 bpm degrading to asystole from approximately 10:04:33 am until the device shutdown at 10:08:16 am on (B)(6) 2019. The vt during this time was below the patient's treatment threshold of 150 bpm, therefore, a treatment was not delivered. The device was then removed while the patient was in asystole. It was reported that the patient's doctor ordered that no resuscitation attempts be made on the patient. The patient passed away on (B)(6) 2019. The patient's monitor was returned and was found to be fully functional. Motion artifact obscuring the rhythm and a heart rate below the treatment threshold prevented the lifevest from delivering a treatment during the treatable arrhythmias.